Manufacturer narrative:
No button error alarm. Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had a minor scratched on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Customer reports to have received a button error alarm. Customer's blood glucose was 240 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further info provided.

Event description:
Customer reports to have received a button error alarm during bolus delivery adn is not able to clear. Customer's blood glucose was not given. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further info provided.